Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported during impella support, the patient experienced a small hematoma at the groin site and signs of hemolysis with dark red urine. P levels were reduced to p6 and the patient was given IV fluids. Manual pressure was applied, and the groin and dressing were clean, dry, and intact. The patient was stable and the impella cp was weaned and explanted.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the hemolysis issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the access site bleeding and the hemolysis issues was not determined since product was not returned and limited clinical information was given.